Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device ceramic head came off. The event occurred during inspection for the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: components of the device repaired by third parties. It was detected that the ceramic head, gasket, and snap-lock assembly are all third-party repairs. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of ceramic head (insulation beak) and maintenance due to repairs carried out by a third party. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.